Manufacturer narrative:
(B)(4). We are currently following up with the hospital for training and further information. A follow-up report will be submitted upon completion of these activities.

Event description:
A hospital in (B)(6) reported via a fisher and paykel healthcare representative that a patient obtained a pressure sore during his use of non-invasive ventilation while using an rt040 vented full face mask. The patient was admitted to the emergency department and was diagnosed with grade 3 pressure sores on (B)(6) 2018 and is currently recovering.

Manufacturer narrative:
(B)(4). Method: the complaint rt040 vented full face mask had been destroyed at the hospital facility and was not returned to fisher & paykel healthcare for further investigation. Our analysis is accordingly based on the event description, additional information provided by the hospital and our knowledge of the product. Conclusion: the hospital staff reported that the patient developed a pressure sore after an estimated 48 to 72 hours of use and was admitted to the emergency department. On (B)(6) 2018, the patient was diagnosed with grade 3 pressure sores. The patient's injuries healed fully before being discharged from the hospital. It is acknowledged that there is an inherent risk of side effects for non-invasive ventilation, including pressure sores or irritation. Since the reported incident, the f&p representative reached out to the hospital to provide further training for the correct fitting of the f&p hospital masks. The user instructions that accompany the rt040 vented full face mask state: - this mask may only be used in a hospital or clinical setting where the patient is adequately monitored by trained medical staff. Failure to monitor the patient may result in loss of therapy, serious injury or death. - if the patient experiences skin irritations, consult physician.

Event description:
A hospital in ireland reported via a fisher & paykel healthcare representative that a patient obtained a pressure sore during his use of non-invasive ventilation while using an rt040 vented full face mask. The patient was admitted to the emergency department and was diagnosed with grade 3 pressure sores on (B)(6) 2018. The patient's injuries healed fully before being discharged from the hospital.